Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device ECG is not working and sending the device to bench for repair. The device was reported to be in use on a patient at the time of the event but no adverse event to patient or user was reported.